Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the surgeon complained that the needle driver's wrist mechanism often snagged and damaged bowel tissue. The surgeon stated that this was not a critical clinical or patient safety issue. The surgeon reported that one of the mega needle driver instruments (unknown which mega suturecut needle driver instruments as two used in this procedure) snagged bowel tissue in the instrument wrist. The surgeon manipulated the instrument position and released the tissue. The instrument nicked the bowel, and there was minor bleeding that did not necessitate any intervention or repair. The procedure was completed with the same instrument.

Manufacturer narrative:
Based on the information provided, the cause of the reported event cannot be determined. No product has been returned. Review of the associated instrument logs with this event shows both of the mega suturecut needle driver instruments have been used in subsequent procedures with no reported complaints.